Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an unrelated MRI. The caller reported that the patient had not used the device in a year and that it did not work. Because of this, the caller could not put the device into MRI mode as there was no communication. The patient programmer was reported to work but the device would not charge. The caller did not know why the patient stopped using the device and did not have further information. Additional information from the health care professional (hcp) office noted that the patient's hcp was retired and had not seen the patient since (B)(6) 2015. Additional information from another hcp reported that the device was dead and the remote was not charged. The caller clarified and stated that the device had not been charged. The patient was going to see the hcp next week. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.